Manufacturer narrative:
H3, h6: the mvs cable was returned for product analysis. The mvs cable passed bench testing, continuity testing, and was installed in o-arm system (B)(4). The system did not initialize. Motion and charging readied, but the generator and communication did not ready. The system initialized after wiggling the ias and detector cable . 2d and 3d imaging was successful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was unknown if a patient was present at the time the issue was discovered. None was entered until further clarification is received. Concomitant medical products: other relevant device(s) are: product ID: bi71000167, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. There was an intermittent communication problem between the ias and mvs. The umbilical cable was replaced and the system then performed as intended and passed a system checkout. The umbilical cable was returned to medtronic for analysis. Analysis was not completed at the time of filing. It was unknown if a patient was present at the time the issue was discovered. Fdp was entered as c50912 until further clarification is received. Fdm 10, fdr 114, fdc 4307 are applicable to the system checkout. Fdm 4118, fdr 3233, fdc 11 are applicable to the returned umbilical cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site was having intermittent issues with the image acquisition system (ias) and mobile view station (mvs) communication. An umbilical cord replacement was requested. It was unknown if there was a patient present when this issue was discovered.